Manufacturer narrative:
It was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The cause of the breach in aseptic technique was further described ¿the patient disconnected during therapy which caused a touch contamination¿ (no further detail). The cloudy peritoneal dialysis (pd) effluent and abdominal pain (previously reported) were manifestations of the peritonitis. On the same day as the onset date, the patient began treatment for the peritonitis with vancomycin (2.5 grams, intraperitoneally, frequency unspecified) and gentamicin (32 mg, daily, route unspecified). Three days later, the gentamicin treatment was discontinued and treatment with rifampicin was initiated, 300 mg, twice daily (route unspecified). Nine days later, treatment with vancomycin was discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis. Ten days later, the treatment with rifampicin was completed. The outcome of the peritonitis was not reported. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent manifested by abdominal pain. It was reported that the patient experienced abdominal pain for 24 hours prior to experiencing the cloudy pd effluent. The cause and the outcome of the cloudy pd effluent were not reported. Treatment was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.